Event description:
It was reported that a screwdriver and drill broke during surgery. The surgeon was performing a mandible fracture repair procedure and while attempting to drill a hole, the device would not function. There was a fifteen minute delay in surgery. The surgery was successfully completed with another device. This report is for an unknown screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for an unknown screwdriver/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An updated device history record review was completed: review from monument for the time after the part was shipped from synthes (B)(4) review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.this complaint description has been updated with corrected information since the initial report was submitted to the FDA. It was originally reported that a screwdriver and a drill broke during surgery. All additional information and corrections to the initial report are within this report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two screwdrivers broke during surgery, the parts that broke were two handles and two shafts. The surgeon was performing a mandible fracture repair procedure and while attempting to drill a hole, the devices would not function. There was a 15 minute delay in surgery. Surgery was successfully completed with another device(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.a review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the entire gear at the shaft end is missing. The device was produced and distributed in september 2012. Our investigation shows that the movable parts are slightly rough-running. No visible damage. Based on the received information we cannot determine the exact root cause. It is likely that over tightening has led to the damage of a ball bearing inside the handle and that this device was therefore not fully functional anymore. No further investigation needed because the damage was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection of returned device, it was noted that three additional parts were returned that were connected to the driver shafts. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: additional manufacturing date: march 22, 2013. A review of the device history records was completed: synthes (B)(4) manufactured the handle for 90° screwdriver, part 03.505.004, and lot 8122253. A non-conformance report was issued for product missing barcode label on package. The lot was re-inspected 100% and 1 piece reworked to place the label; the non-conformance report was closed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.